Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that an impella rp flex exhibited elevated purge pressure and reduced purge flow overnight, prompting administration of tissue plasminogen activator purge solution to mitigate potential thrombus formation. No alarms were triggered. Additionally, the rp flex was providing higher flow than the impella cp, raising the doctor's concern for pulmonary edema.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details. Pulmonary edema: the cause of the injury was not determined due to insufficient clinical details. High purge pressure: the cause of high purge pressure was not determined due to product/data logs not being returned. Saturated or high pump flow: the cause of saturated pump flow was not determined due to product/data logs not being returned. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.